Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced persistent over-stimulation on the ribs. As such, x-rays were taken yielding negative results. The physician believes scar tissue may be pushing against the lead. Diagnostic testing revealed normal impedance readings. Subsequently, surgical intervention was undertaken on (B)(6) wherein the lead was explanted and replaced with the same model lead which was implanted away from the original lead location. Postoperatively, therapy was turned on and effective therapy was confirmed.